Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states the damage was at the top of the battery compartment. The customer's blood glucose level at the time of incident was 203mg/dl. The customer states they had taped the damaged piece back on to the device. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, a broken battery cap and broken battery tube threads.